Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon ruptured. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the complaint device revealed that the catheter was kinked in two different sections. Functional analysis was performed, and the balloon was inflated, and a leak was found due to a pinhole located at the tip of the balloon. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon ruptured. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.